Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the surgeon claims that the clips are not forming correctly. Surgeon claims that some of the clips are not fully closing and that others were closing at the distal end but not fully at the proximal end. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device; no device will be returning.